Manufacturer narrative:
A direct relationship between the device and the reported bleeding and patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2019 due to bleeding. The device operated as expected throughout the duration of lvad support. It was reported the outcome is not thought to be device or device therapy related. No autopsy was performed and the device was not explanted. No additional information was provided.